Manufacturer narrative:
Evaluation: handle weldment.

Event description:
It was reported by service report that the zoom drive starts and stops while traveling with the patient in the bed. There was patient involvement; however, no adverse consequences were reported.